Manufacturer narrative:
Concomitant product(s): dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had intermittent pacing and t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.